Manufacturer narrative:
The product evaluation did not confirm the failure mode; therefore, the root cause is inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
The evaluation is complete. The power supply serial number (B)(4) was tested with stellaris power supply load. The output voltage was 23.49 vdc. (Spec. Is 22.8 vdc to 25.2 vdc). The power supply was tested in a stellaris test system. Output for ultrasound @ 100% was 35.1 w (spec. Is: 32.04 w to 40.63 w). Output for ultrasound @ 10% was 3.56 w (spec. Is: 3.40 w to 4.11 w). There were no problems with the pulse rate from 1 to 250 pps. The system was shutdown and re-booted system 10 times and we could not get it to error or fail. A hard shutdown was performed with the main black power switch, and unplugging the power cord from wall and no failures. We let the system with power supply run overnight. Re-tested the next morning with no failures. The device history was reviewed and found to meet manufacturing specification.

Event description:
The stellaris system shut down during surgery.